Event description:
The customer called with a complaint of low blood glucose. It was stated that when the device was pulled from the leather case the reservoir door came open. The insulin level seemed inproportionately low and the driver arm were out of position. The customer felt that the reservoir door appeared loose. The customer did not remember the device being dropped, bumped or exposed to any moisture.